Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating button error, high blood glucose readings and sensor feature inquiry from the insulin pump. The customer's blood glucose reading during time of incident was 127 mg/dl. The customer stated that the act button is hard to press. The customer's current blood glucose reading was 527 mg/dl. The customer stated that she was not able to calibrate with a meter reading of 500-600 mg/dl. The customer also experienced issues with the sensor cutting off. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify bayer transfer or lost sensor anomaly due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.